Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. The customer's blood glucose was 182 mg/dl at the time of incident. Unable to troubleshoot due to insulin pump not powering on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now or failed battery test alarms were noted during testing. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with cracked case on the back at the battery tube area, reservoir tube lip and battery tube threads. The device as received with minor scratched display window, case and keypad overlay.